Manufacturer narrative:
Pump received with blank display, problem isolated to lcd board. Unable to perform any tests due to blank display. Pump received with broken battery tube thread noted.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s low blood glucose level was 140 mg/dl. The customer reported that the battery cap was broken off and he cannot screw battery cap on. The troubleshooting was performed. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.